Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported experiencing recent high blood glucose values. The customer's blood glucose value during the phone call with the helpline was 526 mg/dl. Troubleshooting found the insulin pump apparently working as designed. The customer was advised to change the infusion set, reservoir, and insulin and to treat as directed by a health care professional. Infusion sets were replaced. No further information was provided.